Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of not recognizing a closed door. The condition was caused by loose upper link screws. The condition was eliminated during eval by adjusting the screws with the door performing as expected. The screws were replaced during the repair process.

Event description:
It was reported that a pump did not sense a closed door. It was also reported that there was no pt involvement.